Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event was unknown. The device was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was admitted to the hospital with a high bowel obstruction with gastrointestinal (gi) bleed. The patient underwent an unspecified emergency surgery. It was unknown if the tubing was removed. The patient also had a high white blood cell count. On an unknown date, the patient was discharged from the hospital and started back on duodopa medication.